Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide and prostyle device after a lower extremity angiogram with intervention using a 7f sheath. Reportedly, when attempting to retract the foot against the anterior wall of the artery, the foot broke and the device came completely out of the artery. This occurred with both devices. Intravascular ultrasound showed that the feet plate fragments remained in the patient. Retrograde access balloon tamponade along with manual compression was used to achieve hemostasis. A clinically significant delay was reported as pedal access was initiated to stabilize groin access. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in filed under a separate medwatch report number.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.